Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, the six infusion set cannula was kinked and patient faces symptoms within 3 hours of insertion. The site of insertion is abdomen and blood glucose level was high and issue is addressing due to multiple daily injection. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 1 of 6.